Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device failed the temperature assessment (actual reading: 120.8 degrees fahrenheit at 1 minute 15 seconds; specification: <118 degrees fahrenheit at 10 minutes 1 seconds) and noise assessment (actual reading: 78.0 dba; specification: <76 dba). It was further noted that the drive shaft was cracked and broken. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to excessive force applied during use which is misuse/abuse. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate

Event description:
It was reported that during pre-surgery, it was observed that the motor device attachment sounded funny and had a loud rattling sound during burr check. During an in-house engineering evaluation, it was observed that the device failed the temperature and noise assessment. It was reported that there were no delays in a scheduled surgical procedure and a spare device was available for use. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly